Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had blurry image. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: failed leak test and a puncture on the cable. Based on the results of the investigation, and because the report malfunction was not confirmed, a root cause could not be identified. Based on the results of the investigation, it is likely the failed leak test was due to the cable boot being detached from the camera head and a puncture on the cable. However, a definitive root cause could not be established. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.